Event description:
The report received from the affiliate indicated that during a selective angiography in the region of the head, the physician experienced difficulty torquing the 100 cm. 5 fr. Tempo sim2 diagnostic catheter. During repeated attempts to canalize the occluded subclavian artery, the tip of the diagnostic catheter separated and remained inside the patient. The catheter had been advanced into the aortic arch to be turned over and to be placed into the common carotid artery (arteria carotis communis). The physician tried to turn the connector, but the catheter tip did not turn in a one to one (1:1) relationship. After two (2) trials of turning it was decided to remove the catheter. It was observed, that the tip of the catheter was separated and stayed within the body of the patient. The remaining part of the catheter could be removed. The tip was retrieved with the help of another guiding and balloon catheter and support from other health care professionals/ hcp's. The patient was discharged two days after the procedure.

Manufacturer narrative:
Information received from an affiliate indicated that during selective angiography in the region of the head, the physician experienced torquing difficulty with a 100 cm. 5 fr. Tempo sim2 diagnostic catheter. During repeated attempts to canalize the occluded subclavian artery, the tip of the diagnostic catheter separated and remained inside the patient. The patient's medical history includes: insulin-dependent diabetes mellitus; hyperlipoproteinemia; and cryptogenic cirrhosis of the liver. Intermittent "cold hand" left side without pain during exertion since (B)(6) 2012. Sonography diagnosed occlusion of left subclavian artery. During the procedure the catheter had been advanced into the aortic arch to be turned over and to be placed into the common carotid artery (arteria carotis communis). The physician tried to turn the connector, but the catheter tip did not turn in a one to one (1:1) relationship. After two attempts at turning, it was decided to remove the catheter. It was observed, that the tip of the catheter was separated and stayed within the body of the patient. The remaining part of the catheter could be removed. The tip was retrieved with the help of another guiding and balloon catheter and support from other health care professionals/ hcp's. The patient was discharged two days after the procedure. Additional information received indicated that previous diagnostic angiography of the thoracic aorta plus supra-aortal vessels via 5f pigtail catheter in 45 degrees lao rotation confirmed: an occlusion of the left subclavian artery, moderate to distinct calcification of the aortic arch, no aortic stenosis, no distinct kinking, and no excessive elongation of inguinal vessels. The procedure was a recanalization of the subclavian artery. Introduction of the 5f sim 2 catheter into the aortic arch and repeated efforts to maneuver the catheter into occluded opening of the subclavian artery were not successful. Suddenly during maneuvering of the turning knob, no resistance of catheter was noticed anymore. X-ray fluoroscopy shows that the distal 2/3's of the catheter was separated and lay motionless in the aorta. The broken-off end of the catheter hadn´t been disintegrated from the guiding wire in total and can thus be threaded successfully. The separated portion was successfully retrieved by changing to an 8f guiding catheter and fixating the torn catheter in this via an extended micro-balloon catheter and successfully retracting it together with the 8f catheter. There was no report of patient injury and the device was returned for analysis. Fal: one non sterile unit of diagnostic catheter tempo 5f sim 2 100cm, separated in two pieces, was received coiled in a plastic bag. Catheter was received separated in two segments at 46.9 cm from strain relief. Elongation and stretching through the damaged section was observed. The sample also exhibited a twisting characteristic at the separation points. One kink was noted at 15.9cm from the strain relief. Evidence of correct fusion at tips junction was detected. Residues of dried blood were noted inside catheter. The outer diameter (od) and inner diameter (ID) of the returned catheter were measured near to separation section and kinked area according to the drawing specification and all measurements were found within specification. Scanning electron microscope report results show that the body external surface presented evidence of elongation and twisting at the surroundings of the separation. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. Stretching/ pulling and twisting could have been related to these separation characteristics; however this could not be conclusively determined. X-ray results shows that the wire was noted in good condition in comparison of the production sample. The exact cause of the body separation could not be conclusively determined. The catheter's shape was compared against the shape master and no anomalies were observed. Catheterization on vasculature model was not performed on the sample due to condition of unit as received. Pull test was not performed since no sterile units were received for analysis. No units of this lot are available at the center distribution. Controls are in place to verify the catheter conditions; the produced catheters are inspected 100% before leaving the facility. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of catheter separation was confirmed through failure analysis. Review of the reported information and the analysis suggests that vessel/lesion characteristics (occluded target lesion) and/or procedural factors (repeated efforts to maneuver the catheter into occluded opening of the subclavian artery) may have contributed to the event. There is nothing in the analysis, the device history report review or the reported event to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken.

Manufacturer narrative:
Additional information received indicated that previous diagnostic angiography of the thoracic aorta plus supra-aortal vessels via 5f pigtail catheter in 45° lao rotation confirmed: an occlusion of the left subclavian artery, moderate to distinct calcification of the aortic arch, no aortic stenosis, no distinct kinking, and no excessive elongation of inguinal vessels. The procedure was a recanalization of the subclavian artery. Introduction of the 5f sim 2 catheter into the aortic arch and repeated efforts to maneuver the catheter into occluded opening of subclavian artery were not successful. Suddenly during maneuvering of the turning knob, no resistance of catheter was noticed anymore. X-ray fluoroscopy shows that the distal 2/3's of the catheter was separated and lay motionless in the aorta. The broken-off end of the catheter hadn´t been disintegrated from the guiding wire in total and can thus be threaded successfully. The separated portion was successfully retrieved by changing to an 8f guiding catheter and fixating the torn catheter in this via an extended micro-balloon catheter and successfully retracting it together with the 8f catheter. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.